Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that x-smart iq basic starter kit won't hold file. No injury occurred.

Manufacturer narrative:
Inspection found: following agreement with the after sales service, dentsply sirona thailand will not return the product. A credit note will be issued for the spare parts replaced by the repair center. Credit note issued for 1x iq endodontic handpiece set a105480000000 1x iq contra-angle a105100000000 sav various mechanical problem all complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee."